Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure with faradrive sheath, the patient experienced a pericardial effusion. The puncture occurred and the sheath was advanced across the septum. At that point, the physician performing the tee noticed a large pericardial effusion building. The physician then started a pericardiocentesis and the procedure was aborted. The patient's hospitalization was extended. The device will not be returning as it was already disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure with faradrive sheath, the patient experienced a pericardial effusion. The puncture occurred and the sheath was advanced across the septum. At that point, the physician performing the tee noticed a large pericardial effusion building. The physician then started a pericardiocentesis and the procedure was aborted. The patient's hospitalization was extended. The device will not be returning as it was already disposed. Additional information was received. It was reported that the patient passed away later that evening. A cardiopulmonary resuscitation was performed. The official cause of death is asystole.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the "cardiac arrest" and "asystole" is a known inherent risk of use of this device. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Based on the investigation the ar code "asystole" and "pericardial effusion" could not be confirmed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the pulse field ablation procedure with faradrive sheath, the patient experienced a pericardial effusion. The puncture occurred and the sheath was advanced across the septum. At that point, the physician performing the tee noticed a large pericardial effusion building. The physician then started a pericardiocentesis and the procedure was aborted. The patient's hospitalization was extended. The device will not be returning as it was already disposed. Additional information was received. It was reported that the patient passed away later that evening. A cardiopulmonary resuscitation was performed. The official cause of death is asystole.